Event description:
It was reported that the patient received suspected inappropriate therapy by the cardiac resynchronization therapy defibrillator (crt-d) for possible atrial fibrillation (af) with rapid ventricular response detected as ventricular tachycardia (vt). The crtd remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 693565 lead, implanted: (B)(6) 2009, product ID: 5076-52 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.